Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photograph, the top plastic of the space pump is cracked/ broken. The reported issue of damaged pump set was confirmed. It was determined the photograph does not provide any indications of bubbles present. Without a physical sample, the reported concern of air in line was unable to be confirmed. Based on the data from the investigation, the reported defect was unable to be confirmed. The most probable cause of the damaged pump was determined to be caused by further processing performed by the customer. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "plastic piece holding tubing section that fit into pump track broken. Docetaxel running. Attempted to restart chemo. Pump continuously ringing 'air in line'. Upon inspection very little bubbles or no bubbles present. Attempted to wipe line with wipe. Pump still ringing and stopping infusion. Unclear if plastic piece affected infusion at all but replaced anyway. To clarify, plastic piece broke off during infusion, was found while trying to resolve air in line alarm." No injury reported.